Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found with damaged packaging before use. The following has been provided by the initial reporter: a hole was in the package.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for unsealed packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found with damaged packaging before use. The following has been provided by the initial reporter: a hole was in the package.